Event description:
Philips received a complaint on the heartstart mrx indicating that the battery is malfunctioning. The customer says the battery is dead. The customer was informed that service and parts like a battery could no longer be provided on the device as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. No further action at this time.